Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device. The patient alleges the device smells like burning plastic and causes a funny taste in his mouth. There was no report of patient harm or injury. During the evaluation of the device, the device was visually inspected and found evidence of contamination. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer previously reported information in reference to a ds2adv auto CPAP device. The patient alleged noticing smells like burning plastic. This notification was opened for review for information received that a smells like burning plastic. No death. No serious harm or injury was reported. Analysis of past events has not indicated an adverse event has occurred due to the reported allegation or would be likely to recur if the product allegation was to recur. In addition, a review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.